Event description:
The surgeon inserted a three piece silicone lens model aq2010v into the pt's eye with no complications. The suregon thought the lens had a foreign object in it so he cut the lens in half to remove it without enlarging the incision. No pt injury.